Event description:
Procedure type: colectomy. According to the reporter: anastomotic leak. The leak was on the ileum end of a side to side anastomosis. After clarifying with the doctor, the leak did not occur at the joining of the ileum and colon, but rather where the initial proximal transection was done on the ileum. The original procedure was as exploratory laparotomy, repair of gastrostomy, lysis of adhesions, resection of terminal ileum and descending colon w/ ileo-sigmoid anastomosis. The pt was admitted 3 days after procedure with anastomotic leak. There was no leak detected during the initial procedure.

Manufacturer narrative:
(B)(4).